Event description:
It was reported that the device stopped working in the middle of the case. It had to be unplugged it and plug it back in multiple times. The device stopped working 3 separate occurrences. Upon investigation it was discovered the device stayed activated without the buttons being pressed.

Manufacturer narrative:
Upon investigation, a new failure mode of staying activated without being pressed was discovered. It was reported that the probe stopped working in the middle of the case. The reported ¿dnw¿ condition was confirmed on the returned unit. However, according to the activation history, the unit was extensively used during surgery. The returned unit was activated at least 46 times or more, which is the maximum activation instances it records, for at least 443 seconds before the unit stopped working. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. During the visual inspection, saline water and tissue residue was observed on the bottom of the handle all around the suction tube and communication cables. Therefore, the most probable cause for the reported condition is identified as user related as the visual inspection results suggests that drops of saline water (fluid generated during surgery) reached the inside of the handle through the communication and suction cables outlets. It is possible that while the probe was rested in the pocket drape that holds fluids coming out of the incision or while the medical staff was holding the probe, fluid dripped from their hands into the handle. If there is fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid (saline water, tissue and/or blood) presence inside the handle, causing the unit to malfunction.

Manufacturer narrative:
It was reported that the probe stopped working in the middle of the case. The reported ¿dnw¿ condition was confirmed on the returned unit. The returned unit was activated at least 46 times or more, which is the maximum activation instances it records, for at least 443 seconds before the unit stopped working. The returned unit was dissected to verify the electrical connections. Inside the handle, saline water, humidity inside the button domes, saline water residue and rust was observed which indicates that saline water accessed the inside of the probe reaching the electrical connections which consequently caused the reported malfunction during surgery. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. In order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. During the visual inspection, saline water and tissue residue was observed on the bottom of the handle all around the suction tube and communication cables. Therefore, the most probable cause for the reported condition is identified as user related as the visual inspection results suggests that drops of saline water (fluid generated during surgery) reached the inside of the handle through the communication and suction cables outlets. It is possible that while the probe was rested in the pocket drape that holds fluids coming out of the incision or while the medical staff was holding the probe, fluid dripped from their hands into the handle. If there is fluid ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, the fluid (saline water, tissue and/or blood) presence inside the handle, causing the unit to malfunction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device stopped working in the middle of the case. It had to be unplugged it and plug it back in multiple times. The device stopped working 3 separate occurrences. Upon investigation it was discovered the device stayed activated without the buttons being pressed.